Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized, jammed and heavy moving. It was further noted that the device failed pre-test for status of development, general condition, internal leak tightness and external leak tightness. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the air pen drive device was hot while functioning during use on a patient. It was reported that there was a 60 minute delay to the surgical procedure. It was not reported if a spare device was available for use. The exact date of this event is unknown. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.